Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information obtained: per the certificate of death the cause of death was complete heart block due to tachycardia-bradycardia syndrome.

Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately nine days post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information obtained: per the certificate of death the cause of death was complete heart block due to tachycardia-bradycardia syndrome. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information obtained: per the certificate of death the cause of death was complete heart block due to tachycardia-bradycardia syndrome. Evaluation summary: (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found.